Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be specified. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. There was no physical damage where the foreign material was found. The instruction manual states the detection method associated with the event in "instructions for cf-xz1200l/I, operation manual, chapter 3 'preparation and inspection', and preventative measures in "instructions for cf-xz1200l/I, reprocessing manual, chapter 5 'reprocessing of the endoscope (and related reprocessing accessories)'." Olympus will continue to monitor field performance for this device.